Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
This unit was sent to a covidien service center. Upon eval of the unit, it was found that the unit had an electrical short from the power cable. The short cause a breach in the outer protective housing of the electrical wires.